Event description:
It was reported that the head right siderail allegedly dropped when the patient leaned on it. After x-rays, it was determine the patient only sustained a bruise to the head from the alleged fall. There was no delay in the patient¿s scheduled surgery for a preexisting condition. The siderail and locks were inspected and determined to be fully functional and no malfunction was found.